Event description:
Surgeon reports lens was implanted on 2/25/97. On 2/10/97 pt first reported seeing a "flickering of light", especially in bright light. Visual acutiy on 2/28/97 was 20/40 uncorrected. The lens was explanted on 3/5/97 and an mc60cm lens was implanted. One week post-operative the pt was 20/30 uncorrected and 20/20 with an auto refraction. The pt states the flickering of light is gone.